Event description:
Covidien rec'd a report that there was no alarm when pulse rate went lower than alarm setting. No pt involvement.

Manufacturer narrative:
Unit returned to original MFR, and investigation confirmed the report and isolated the problem to the main pcb.